Event description:
The carter-thomason device broke in the doctor's hand while she was using it. The device broke at the juncture where the needle and the plastic handle are joined together. No patient harm.